Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was used during a lung resection procedure. Reportedly, the staples did not form properly. The surgeon applied adhesion to the staple line to complete the procedure. The hosp has reported no pt injury occurred.